Event description:
Report received of bleed back through the thermistor port of an unspecified pulmonary artery thermodilution catheter. It was reported that the pt was status post-open-heart surgery. The catheter was in place for an unspecified amount of time. When the clinician proceeded to hook up the thermistor connector to the cable, blood was noted coming from the thermistor connector. The amount of bleed back was unknown. The catheter was changed out without further incidence. There was no report of adverse pt effects. Although requested, no additional info was available.